Event description:
The bipap a40 ventilator was evaluated by a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, the device was visually inspected and there was evidence of foam degradation visualized in the device. Review of the device download error log contained a ventilator inoperative error code indicating the software detected that raw flow sensor reading is below 14928 counts for 10 seconds using up-down counter. The device's printed circuit board assembly requires replacement to address this issue. No repairs were completed because the device was processed as scrap. The device will be included in fsn 2023-cc-src-039. The device will be included in 2021-05-a